Event description:
Same case as MDR# 6000093-2006-00998. It was reported that six days following a coronary artery drug eluting stenting treatment procedure, there was thrombosis. Following an acute myocardial infarction, the physician treated an ostial 3.0 mm diameter lesion located in the proximal left anterior descending (lad). The lesion was predilated using a 20 mm lenght balloon and then two taxus express2 drug eluting stents sizes 3.0x12mm and 3.0x16 mm were deployed. The pt received plavix prior to the procedure; aramine, heparin, midazolam, morphine and reopro during the procedure; and plavix following the procedure. The pt had evidence of reopro induced thrombocytopenia. Six days later the pt presented with chest pain and a thrombosis was detected. Angioplasty was performed (unk what balloon type and size) and a subsequent dissection was stented using a vision stent of unk size. The pt is reported to be recovering well.